Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting diaphragm cage and poppet were replaced. The unit was returned to service. No report of patient involvement. Date of device manufacturer unknown at time of MDR submission.

Event description:
The hospital reported the unit would not build pressure in bag mode. There is no report of patient involvement.